Event description:
It was reported that during an unknown procedure, it was found by a camera that a black rubber-like foreign matter attached to the jaws when the device approached to the blood vessel. The foreign matter was 6.0mm x 4.5mm. The device was stopped being used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. An image of the particle that was received. The shape of the particle is similar in shape and geometry to a duckbill seal from a trocar. The shape of the particle and the composition indicate that the particle most likely came from a trocar that was used in the surgery. One possible cause was the clip applier got caught on the duckbill and tore a part of the duckbill during insertion during surgery.